Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, implanted: (B)(6) 2017, product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient left the office right away because their stomach was upset and the patient was not feeling well. Additionally, the caller reported that the patient felt that the leads had moved because the patient was not feeling stimulation on either side. During the call the patient was changed from the from the left lead to the right lead, but no stimulation was felt. The patient ended up encountering the error message "cannot provide desired settings; connect with clinician." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.